Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), velocity delivery microcatheter (velocity), non-penumbra sheath and, non-penumbra stent retriever. During the procedure, the physician made a pass using the trap technique with the jet7 and stent retriever. While retracting the jet7 and stent retriever, the physician experienced resistance and, subsequently, the distal tip of the jet7 became damaged. The procedure was completed using a new jet7, the same velocity, sheath and, stent retriever. There was no report of an adverse effect to the patient.